Event description:
Note: date of event is unk. The complaint has reported that a patient (age and gender unk) had undergone a procedure during which the physician used a bsc speedband multiple band ligator device. It was reported that during the procedure "the strap broke on the speedband" device. No other issues were reported to have occurred with this device, however, the device was removed and a second device was utilized to complete the procedure successfully. The patient did not sustain any complications or ill effects due to this issue.

Manufacturer narrative:
Evaluation: the device has not been returned by the complainant; consequently, an evaluation cannot be performed and the manufacturer is unable to determine a root cause for the reported device event. A similar complaint review was conducted for the reported lot. No other complaints have been received on this lot. The april 2007 rolling 15 month complaint trend chart was reviewed for the band ligation product family and showed that the product family does not show a negative trend and neither is at nor above a total number of complaints which would warrant further action at this time.